Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, there were two major kinks in the cardiovascular procedure kit tubing. The product was changed out. There was no pt involvement. The surgery was completed successfully.